Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported the following: "surgeon did the original surgery on (B)(6) 2018 and the patient dislocated. She then revised on (B)(6) 2018 replacing an accolade hfx stem to a cemented reliance stem." Rep was not present for this procedure. This pi is for the revision of primary of patient's left hip on (B)(6) 2018.